Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient has been experiencing pain, swelling, receiving pain shots to his hip, and his doctor informed him that he has metal artifacts in the soft tissue.

Manufacturer narrative:
An event regarding pain & metallosis involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis inspection were not performed as the item was not returned. Clinician review: provided medical records were submitted to a clinician who indicated that: "after several years he again presented to his surgeon complaining of pain about the left hip. A work up of this pain was negative for mechanical or infectious complication and the pain was found to be coming from his lumbar spine. Multiple x-rays of the revision tha were reviewed as well. These radiographs demonstrated a long stemmed modular femoral revision implant along with a pressfit acetabular component all in anatomic position. There is no evidence of wear, loosening or mechanical complication. The events of pain and swelling in a previously revised tha cannot be confirmed as insufficient information has been received for review. No evidence of metallosis or ¿metal artifacts ¿ were seen on the radiographs reviewed." Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: it was reported that patient has been experiencing pain, swelling, receiving pain shots to his hip, and his doctor informed him that he has metal artifacts in the soft tissue. Provided medical records were provided to a clinician who concluded that the events of pain and swelling in a previously revised tha cannot be confirmed as insufficient information has been received for review. No evidence of metallosis or ¿metal artifacts ¿ were seen on the radiographs reviewed. Neither the event was confirmed nor the root cause could be determined because of insufficient information provided. A trend analysis was conducted for the reported failure mode and concluded that pain is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. This device lot was identified to be within scope of the CAPA pr 1693894 however, the hazard/harm is not within scope. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient has been experiencing pain, swelling, receiving pain shots to his hip, and his doctor informed him that he has metal artifacts in the soft tissue.